Event description:
It was reported that the implantable neurostimulator was replaced because at regular follow up, the impedances measurements were high ( >4000 ohm). It was reported that the patient reported a lack of efficacy. In the connector block some condensation was visible. The patient was reported to be doing "fine".

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found setscrew was backed out too far.